Manufacturer narrative:
Tracking #.45248. Device not returned for analysis.

Event description:
The device was used during a colon resection procedure. It was reported by the affiliate that after firing the device, there was bleeding at the staple line. The suture line was completed by hand suturing. There was no pt consequence.